Manufacturer narrative:
Visual inspection confirms that the device is cleanly fractured into two fragments and no pieces are missing. The fracture is proximal to the medial edge of the central post. There are also nicks and gauges in the device, indicative of use. The reported issue has been investigated and a device history record review is not required. The device is used for treatment. The event did not occur during surgery, therefore adherence to surgical technique is not pertinent to this investigation. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. This device was manufactured before the design modification and was part of the re-design scope. Therefore, the root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was discovered broken. However, it is unknown at this time when or how the device broke.